Manufacturer narrative:
The device was returned to olympus for inspection. The root cause cannot be conclusively identified. Based on the results of the investigation, probable cause based on the reasonably known information was due to stress, degradation. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a chipped distal end. There was no patient involvement.